Event description:
It was reported that patient experienced increased intraocular pressure (iop) post cataract surgery. Through further follow-up the doctor indicated that patient has recovered and there was no intervention required. No further information available.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided as information is not available. Implant date : not applicable as the product is not an implantable device. Explant date : not applicable as the product is not an implantable device. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). It was indicated that the device was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.